Event description:
It was reported that right atrial (ra) lead helix would not extend during the implant procedure. The lead was attempted but not used and an alternative lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that the helix was able to be extended and retracted. Correction: model #/lot #. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.